Manufacturer narrative:
Subject device has been received and a product investigation was completed by customer quality (cq): it was reported that after inserting the tfna (trochanteric femoral nail-advanced) helical blade, the buttress compression nut and the blade/screw guide sleeve became 'stuck' when attempting to remove the instrumentation from the 130 degree aiming arm. In order to facilitate removing the blade screw guide sleeve from the aiming arm, a mallet was used to tap the buttress compression nut. The blade/screw guide sleeve and the buttress compression nut were damaged during the removal from the aiming arm and are unusable. The surgery was completed with a five minute delay, and one intraoperative x-ray was taken when completing the procedure (x-ray not provided). There was no reported harm to the patient, and the patient's outcome was successful. The 03.037.016, lot number 9423686, buttress/compression nut was returned with dents along the ring/hole on the bottom of the nut. The ring is bent towards the center axis of the hole, this creates resistance when engaging the guide sleeve with the nut. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device was damaged during surgery (removal) and cannot engage with the guide sleeve. This complaint is confirmed since the instrument shows damage consistent with excessive force used during removal of the stuck devices, and the complaint condition is likely due to cross threading of the two instruments. A visual inspection, DHR review, and drawing review were performed as part of this investigation. The 03.037.017, lot number 9501935, blade/screw guide sleeve was returned with stripped threads consistent with excessive force used during removal. It was report an incident with a tfna system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 9423686. Manufacturing location: (B)(4). Date of manufacture: 13. May 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after inserting the tfna (trochanteric femoral nail-advanced) helical blade, the buttress compression nut and the blade/screw guide sleeve became 'stuck' when attempting to remove the instrumentation from the 130 degree aiming arm. In order to facilitate removing the blade screw guide sleeve from the aiming arm, a mallet was used to tap the buttress compression nut. The blade/screw guide sleeve and the buttress compression nut were damaged during the removal from the aiming arm and are unusable. The surgery was completed with a five minute delay, and one intraoperative x-ray was taken when completing the procedure (x-ray not provided). There was no reported harm to the patient, and the patient's outcome was successful. This complaint involves two devices. Concomitant device: 130 degree aiming arm (part # 03.037.013, lot # unknown, qty. 1). Unknown tfna helical blade (part # unknown, lot # unknown, qty.1). This is report 1 of 1 for (B)(4).